Event description:
In a literature report the investigators reported that hypotony (iop <= 6 mmhg) was observed in 13 eyes (5.2 %) during the first week after surgery but required a postoperative intervention only in three cases. This report is for the three patients that required a postoperative intervention. This is the first of three reports being filed for this literature report.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The root cause cannot be determined. Citation: c mariotti, e dahan, m nicolai, l levitz and s bouee. Long-term outcomes and risk factors for failure with the ex-press glaucoma drainage device. Eye (2014) 28, 1-8. (B)(4).